Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2215-50 serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had loss of stimulation due to high impedances. The patient will undergo a system swap.

Manufacturer narrative:
Correction to the initial MDR in fields should have been: additional suspect medical device components involved in the event: model#: sc-2215-50, serial#: (B)(4), description: linear st lead; 50cm model#: sc-1110-02, serial#: (B)(4), description: precision implantable pulse generator. Additional information was received that there will be no immediate course of action at this time.

Event description:
A report was received that the patient had loss of stimulation due to high impedances. The patient will undergo a system replacement. No device malfunction was suspected.